Event description:
Pt cannot walk; while outdoors on a rascal scooter a plastic part that holds the wheel to the frame snapped and so scooter was unable to move. Part in question is plastic and replacement part is metal. This is what should be on the original.